Event description:
It was reported that this was a vessel closure of an unknown vessel using two proglide relative to an endovascular treatment. Reportedly, when the plunger was removed, no suture was attached for both devices. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a vessel closure of an unknown vessel using two proglide relative to an endovascular treatment. Reportedly, when the plunger was removed, no suture was attached for both devices. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the left common femoral artery using two proglide after an endovascular treatment using an 8f sheath. No additional information was provided.